Event description:
While placing sedated patient on monitor for transport, monitor failed to read EKG rhythm. After trouble shooting, it was found to have bad electrode cables and patient was monitored through combo pads. Faulty zoll 4 lead cables were exchanged at biomed in receiving facility and replaced with new leads.